Manufacturer narrative:
H6: additional health effect clinical code. H6: updated health effect clinical code . H6: updated investigation findings. H6: updated investigation conclusions d1102: unintended use error caused or contributed to event. H6: health effect impact code: f1903: device explant. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 2240, 2654) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Patient code 2654: thromboembolism was reported in error. An allegation of thromboembolism was not included in the original complaint. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2005 through (B)(6) 2017 were not provided. Patient information: medical history: smoker quit (B)(6). Irritable bowel syndrome. Surgical procedures: (B)(6) 2005: laparoscopy with ventral herniorrhaphy. Implant: gore® dualmesh® biomaterial. 2009: emergency midline laparotomy. (B)(6) 2017: excision of abdominal wall fistula and inspected intraabdominal mesh. Pulse lavage of abdominal cavity and subcutaneous wound. Mesh repair with xenmatrix biologic mesh of the recurrent ventral hernia and midline incision. Application of subcutaneous wound vacuum assisted closure. Implant preoperative complaints: (B)(6) 2005: ¿exam: unremarkable except; abdomen, epigastric ventral hernia noted.¿ implant procedure: laparoscopy with ventral herniorrhaphy. [Implant: gore® dualmesh® biomaterial, no product ID provided; ¿8cm x 12cm¿]. Implant date: (B)(6) 2005; hospitalization (B)(6) 2005. Description of hernia being treated: ¿attention was directed to the anterior abdominal wall. Adhesions were dissected with blunt and sharp dissection. The falciform ligament was divided with electrocautery. The incarcerated hemostasis was adequate. The fascial defect was measured and its margins marked.¿ implant size and fixation: ¿a portion of ¿gore-tek dualmesh¿ was selected, marked for intraabdominal identification and 0 prolene sutures attached to either corner. The mesh was then inserted into the abdomen. Stab incisions were made to accommodate the prolene sutures. Each of the tails of the prolene suture was grasped and extracted with a gore suture grasper. The tails were then tied securing the mesh to the abdominal wall. A row of helical titanium tacks were placed about the outer margin of the mesh and a second row about the outer margin of the defect. Additional tacks were placed to secure the mesh further. Hemostasis was noted to be adequate.¿ (B)(6) 2005: discharge summary: ¿underwent laparoscopic ventral herniorrhaphy under general anesthesia on (B)(6) 2005. Postoperative course was uneventful, remained afebrile. Discharged on the first postoperative day with a prescription for vicodin.¿ explant preoperative complaints: (B)(6) 2017: ¿in 2009, required an emergency midline laparotomy for perforated intestine. Exact nature of this operation was not known by patient. Operation occurred in (B)(6). In 2012, developed a fistula in the upper abdominal wound which occasionally drains pus or blood. Has sensation of a bulge. Has a CT scan showing infection around the mesh, and a hernia in the epigastrium. Has been in the denver health system and was scheduled for surgery in late april. Lives in littleton area and was not able to travel to downtown denver for the surgery. Current living arrangements are in question. Is in general good health.¿ ¿CT scan showing, stapled mesh in the epigastrium just below the xiphoid process. The mesh is disrupted in the midline, and there is evidence of herniation of omentum further down in the midline but above the umbilicus. There is a recurrence of the hernia there as well as involvement of bowel, but there is no evidence of obstruction.¿ (B)(6) 2017: ¿had laparoscopic repair of an epigastric hernia years ago. He subsequently required a midline laparotomy for intestinal perforation. Over the last 4 years, he has developed a draining sinus, and a CT scan evidence of infection of the previously placed abdominal mesh and recurrence of ventral hernia with multiple areas of fatty herniation through the midline scar below the mesh with induration and destruction of the mesh as well. He requires extraction of the mesh and repair of the hernia.¿ explant procedure: excision of abdominal wall fistula and inspected intraabdominal mesh. Pulse lavage of abdominal cavity and subcutaneous wound. Mesh repair with xenmatrix biologic mesh of the recurrent ventral hernia and midline incision. Application of subcutaneous wound vacuum-assisted closure. Explant date: (B)(6) 2017; hospitalization (B)(6) 2017. ¿the mesh was involved with a cutaneous fistula which had infected granulation tissue and scar tissue. Cultures were obtained. The mesh involved the upper midline from the xiphoid to approximately 2/3 distance to the umbilicus. Between the mesh and the umbilicus there were at least 3 areas of disruption of the midline fascia with herniated preperitoneal fat. Below the umbilicus and at the umbilicus there appeared to be no defect.¿ ¿the fistula exit site was excised with elliptical incision then carried down through the midline scar approximately 2/3 the distance from the xiphoid tip to umbilicus. Dissection was carried down through normal subcutaneous fat so that the fistula tract was excised down to the fascia. The fascia was incised and the margin of the mesh identified inferiorly. The mesh and its numerous metal tacks were removed from the lower midline site around the right and left sides and the tops of the entire mesh were removed intact along the fistulous scarred subcutaneous tissue. Linea alba in the lower midline was disrupted in several places. The posterior rectus sheath was subsequently incised from just below the xiphoid to just above the umbilicus to release the rectus fascia and bring the fascia in the midline. The excised mesh and fistulous tract were sent for pathology. Xeroderm large graft was then taken and cut to the appropriate size. The mesh was tacked to the posterior rectus sheath and fixed even farther lateral abdominal wall with interrupted 2-0 pds sutures. This attachment was directly to muscle and was made after the peritoneum was extensively mobilized. Furthermore, the incarcerated preperitoneal fat and the remaining hernia recurrences in the lower abdomen were reduced. The lower side of fixation was at the umbilicus and the upper site was at the level of the xiphoid process. Using running 2-0 prolene suture, the xenmatrix mesh was tacked to the muscle circumferentially. An additional section of the mesh was removed from its middle to bring it up to the fascia and to improve drainage in approximation.¿ cultures of the explanted device, ¿cutaneous fistula¿ and ¿infected granulation tissue¿ were not provided. Pathology of the ¿excised mesh and fistulous tract¿ were not provided. Records indicate that a non-gore device was implanted during the (B)(6) 2017. Procedure. (B)(6) 2017: discharge summary: ¿developed infection around mesh from hernia surgery 12 years earlier. Taken to or (B)(6), mesh removed, cultures taken. Bioprosthetic mesh inserted. Required a wound vac post-op. Cultures grew out candida, but ID [infectious disease] felt needed antibacterial coverage for 2 weeks.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated brand name. G5: updated combo product field, added PMA/510k #. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: history and physical. ¿cc: admitted for laparoscopic ventral herniorrhaphy. Social hx: quit the use of tobacco in may of this year. Disabled. Exam: unremarkable except; abdomen, epigastric ventral hernia noted. Impression: ventral hernia. Plan: admit following laparoscopic repair of ventral hernia.¿ (B)(6) 2005: operative report. ¿preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia, incarcerated. Procedure: laparoscopy with ventral herniorrhaphy.¿ procedure: ¿an oblique incision was made inferior in the right lower quadrant. The incision was carried deep to the underlying fascia. The fascia was incised and the muscle fibers retracted. The peritoneum was incised and the peritoneal cavity digitally explored. A 11 mm marlow port was inserted with a blunt trochar. The balloon was inflated and the trochar removed. The laparoscope was inserted and the abdomen explored. Two additional incisions were made in the left upper quadrant and medial to the right lower quadrant port. Under videoscopic visualization two 5 mm ports were inserted. Attention was directed to the anterior abdominal wall. Adhesions were dissected with blunt and sharp dissection. The falciform ligament was divided with electrocautery. The incarcerated hemostasis was adequate. The fascial defect was measured and its margins marked. A portion of ¿gore-tek dualmesh¿ was selected, marked for intraabdominal identification and 0 prolene sutures attached to either corner. The mesh was then inserted into the abdomen. Stab incisions were made to accommodate the prolene sutures. Each of the tails of the prolene suture was grasped and extracted with a gore suture grasper. The tails were then tied securing the mesh to the abdominal wall. A row of helical titanium tacks were placed about the outer margin of the mesh and a second row about the outer margin of the defect. Additional tacks were placed to secure the mesh further. Hemostasis was noted to be adequate. All instruments were removed and the carbon dioxide allowed to escape. The fascia of the right lower quadrant line incision was approximated with figure of eight 0 vicryl suture. The skin incisions were approximated with 4-0 vicryl in a simple interrupted subcuticular fasion. Band aids were applied and the procedure completed without incident.¿ product identification records for the alleged ¿gore-tek dualmesh¿ were not provided. (B)(6) 2005: discharge summary. ¿final diagnosis: ventral hernia. Procedure: laparoscopic ventral herniorrhaphy. Hospital course: underwent laparoscopic ventral herniorrhaphy under general anesthesia on (B)(6) 2005. Postoperative course was uneventful, remained afebrile. Discharged on the first postoperative day with a prescription for vicodin. To see me in two weeks. Is to refrain from lifting and straining. Wear abdominal binder.¿ missing records: records for the ¿emergency midline laparotomy for perforated intestine in 2009¿ were not provided. Missing records: records between (B)(6) 2012 and (B)(6) 2017 were not provided, for ¿fistula in upper abdominal wound¿. Missing records: records for the CT scan showing ¿infection around the mesh and hernia in epigastrium¿ were not provided. (B)(6) 2017: history and physical. ¿cc: infected midline incision with mesh. Hpi: had a laparoscopic mesh repair of an epigastric hernia in 2005. In 2009, required an emergency midline laparotomy for perforated intestine. Exact nature of this operation was not known by patient. Operation occurred in west virginia. In 2012, developed a fistula in the upper abdominal wound which occasionally drains pus or blood. Has sensation of a bulge. Has a CT scan showing infection around the mesh, and a hernia in the epigastrium. Has been in the denver health system and was scheduled for surgery in late april. Lives in littleton area and was not able to travel to downtown denver for the surgery. Current living arrangements are in question. Is in general good health. Social hx: quit smoking in 2005 and drinks about 1 drink a day. Exam: unremarkable except; slightly overweight, bmi 28.3. Abdomen, draining sinus in the upper margin of a healed midline laparotomy wound with a palpable subcutaneous abscess adjacent to this with evidence of a reducible abdominal hernia with the surgical scar. Imaging: CT scan showing, stapled mesh in the epigastrium just below the xiphoid process. The mesh is disrupted in the midline, and there is evidence of herniation of omentum further down in the midline but above the umbilicus. There is a recurrence of the hernia there as well as involvement of bowel, but there is no evidence of obstruction. Assessment: infected mesh in the upper abdomen. Recurrent ventral hernia. Abdominal wall fistula. Plan: remove the infected mesh, debride the area infection, and attempt a primary closure of the midline abdominal wound. Wound vac may be used. If necessary, a biologic mesh may be used to reinforce the wound, though this may be put off because of the risk of contamination. Surgery tomorrow.¿ (B)(6) 2017: operative report. ¿pre/postop diagnosis: recurrent incisional hernia. Infected abdominal wall mesh. Procedures: excision of abdominal wall fistula and inspected intraabdominal mesh. Pulse lavage of abdominal cavity and subcutaneous wound. Mesh repair with xenmatrix biologic mesh of the recurrent ventral hernia and midline incision. Application of subcutaneous wound vacuum-assisted closure.¿ indication: ¿had laparoscopic repair of an epigastric hernia years ago. He subsequently required a midline laparotomy for intestinal perforation. Over the last 4 years, he has developed a draining sinus, and a CT scan evidence of infection of the previously placed abdominal mesh and recurrence of ventral hernia with multiple areas of fatty herniation through the midline scar below the mesh with induration and destruction of the mesh as well. He requires extraction of the mesh and repair of the hernia.¿ findings: ¿the mesh was involved with a cutaneous fistula which had infected granulation tissue and scar tissue. Cultures were obtained. The mesh involved the upper midline from the xiphoid to approximately 2/3 distance to the umbilicus. Between the mesh and the umbilicus there were at least 3 areas of disruption of the midline fascia with herniated preperitoneal fat. Below the umbilicus and at the umbilicus there appeared to be no defect.¿ description of procedure: ¿after induction of general endotracheal anesthesia and placement of a foley catheter, the abdomen was prepped and draped in a sterile fashion. Intravenous antibiotics were on board and epidural catheter previously placed. Prophylactic IV antibiotics had been given. The fistula exit site was excised with elliptical incision then carried down through the midline scar approximately 2/3 the distance from the xiphoid tip to umbilicus. Dissection was carried down through normal subcutaneous fat so that the fistula tract was excised down to the fascia. The fascia was incised and the margin of the mesh identified inferiorly. The mesh and its numerous metal tacks were removed from the lower midline site around the right and left sides and the tops of the entire mesh were removed intact along the fistulous scarred subcutaneous tissue. Linea alba in the lower midline was disrupted in several places. The posterior rectus sheath was subsequently incised from just below the xiphoid to just above the umbilicus to release the rectus fascia and bring the fascia in the midline. The excised mesh and fistulous tract were sent for pathology. Xeroderm large graft was then taken and cut to the appropriate size. The mesh was tacked to the posterior rectus sheath and fixed even farther lateral abdominal wall with interrupted 2-0 pds sutures. This attachment was directly to muscle and was made after the peritoneum was extensively mobilized. Furthermore, the incarcerated preperitoneal fat and the remaining hernia recurrences in the lower abdomen were reduced. The lower side of fixation was at the umbilicus and the upper site was at the level of the xiphoid process. Using running 2-0 prolene suture, the xenmatrix mesh was tacked to the muscle circumferentially. An additional section of the mesh was removed from its middle to bring it up to the fascia and to improve drainage in approximation. 7 mm jackson-pratt drains were placed though the rectus muscle inferiorly along the midline medial to the mesh. The procedure at this point was accompanied by bacitracin irrigation of the subcutaneous tissues and intraabdominal contents. Looped #1 pds suture was then used to close the midline fascia incorporating the mesh in the midline for better fixation. Subcutaneous tissue was irrigated with bacitracin solution and the wound vac applied, and this was securely fixed with applied plastic dressing. Suction was achieved and there was no leak.¿ (B)(6) 2017: brief operative note. ¿pre/postop diagnosis: abdominal access [sic] infected mesh. Procedure: incision and drainage of ventral hernia repair. Procedural findings: mesh removed, fistula to skin, recurrent hernias in upper midline. Complications: none. Specimens: ID: infected mesh fistula; abdominal abscess. Type: tissue. Source: abdominal wall. Tests: surgical pathology exam; culture fungal, stat culture aerobic and anaerobic with gram stain. Implants: name: matrix tissue 25 x 20 cm strattice porcine dermis firm strle log 144604. Type: implant. Inv. Item: matrix tissue 25 x 20 cm strattice porcine dermis firm strle. Manufacturer: lifecell corp. Lot no.: sp100513.¿ (B)(6) 2017: missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided. (B)(6) 2017: missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure was not provided. (B)(6) 2017: discharge summary. ¿discharge diagnosis: infected prosthetic mesh of abdominal wall. Pmh: ibs (irritable bowel syndrome). Hospital course: developed infection around mesh from hernia surgery 12 years earlier. Taken to or (B)(6) , mesh removed, cultures taken. Bioprosthetic mesh inserted. Required a wound vac post-op. Cultures grew out candida, but ID felt needed antibacterial coverage for 2 weeks. Did well post-op, transferred to a snf on discharge.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ additionally, the instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ additionally, the instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005, whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, recurrent hernia, additional surgery. Additional event specific information was not provided.